Manufacturer narrative:
Unit received with detached end cap, cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracked on battery compartment. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The insulin pump will be returned for analysis.